Event description:
It was reported that the patient was not getting the same stimulation coverage. X-rays were done on (B)(6) 2015 and it was determined that the right lead migrated down almost one vertebral body. The left lead appeared to be in the same position compared to the implant x-ray. Impedance testing and reprogramming had been performed. The patient was going to schedule another reprogramming session in 3 weeks to see if they could recapture stimulation as she didn¿t have time to complete the reprogramming the day of the x-ray. The appointment had not been scheduled yet at the time of this report. Impedances were normal. The patient was noted to be alive with no injury. She experienced less than 50% therapy relief with her pain going across the front of her chest. Follow-up determined that the patient had not been rescheduled yet as of (B)(6) 2015. Further follow-up was performed to determine if this appointment had been made and if reprogramming had produced positive results. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).